Event description:
¿The o-arm stealth navigation was one level caudal. After localizing the l2-3 disc space with navigation, we prepared the disc space and inserted a final implant. When placement was verified with fluoroscopy, the implant was in the l3-4 (previously fused) disc space. The implant also appeared to be anteriorly placed, suggesting disruption of the all. The interbody was removed and the navigation probe again showed the l2-3 disc space on the stealth screen, discordant from the fluoro. We then packed the disc space with dbm putty, given there was no motion with distraction at this level. Following this, we verified the left psis pin and array were well fixed. The retractor was removed and an additional o-arm spine was performed. We then proceeded with the intended olif l2-3, which was uncomplicated.¿. ¿upon beginning the l2-l3 interbody lateral fusion, we positioned the patient lateral left side up and finished draping and proceeded to perform the time out. The surgeon then asked to call radiology because we were ready to spin with the o arm. The surgeon made initial incision and placed the percutaneous pin in and secured the navigation instrument with the spheres to the patient's posterior side. This instrument with spheres is what communicates to the o arm and the stealth to show the surgeon the levels of the lumbar spine where we are working in real time. We performed the first o arm spin and got our imaged uploaded to the stealth and there were 2 medtronic reps present running the stealth. The stealth machine we were using was bh07696 and the images taken from the o arm were transmitted to the stealth. The surgeon verified the levels l2-l3 on the navigation screen noting that the patient had a prior posterior fusion at levels l3-l5. We noted the screws and rods on l3, and the instrument showed the levels we were working on above that at level l2-l3. The surgeon starts working on the levels shown and trialed the cage size and put the real implant cage in at the levels shown. We called radiology again to bring the c arm so that we can take a shot at levels l2-l3 and see where the cage was sitting. Radiology came and took a c arm shot, and the cage and instrumentation were at levels l3-l4. The surgeon then took the navigation instrumentation and confirmed that the stealth screen was in fact showing the cage was in spaces l2-l3 when the c arm shot showed levels l3-l4. We took the instrumentation and cage out and moved the c arm out. We then brought the o arm back into the room and did another spin and verified that the spin was accurately showing levels l2-l3. The surgeon then proceeded to perform the l2-l3 fusion as planned and confirmed with c arm and o arm that the levels we were working on was in fact l2-l3. The procedure was then completed as boarded, l2-l3 lateral interbody fusion.¿.